Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Unable to duplicate the complaint. The tdd history and basal history indicates a manual time change on (B)(4). Daily insulin delivery totals correctly reflect user's programmed basal rates. No alarms related to complaint in alarm history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 423 mg/dl with moderate ketones, polydipsia, polyuria, abdominal pain and vomiting. During troubleshooting, customer support (cs) found that am/pm was reversed in pump due to a time/date issue which has been captured in a separate complaint. Bg is erratic due to rates much different from am/pm. Cs attributed the bg excursion to user error. This complaint is being reported as the patient experienced hyperglycemia subsequent to the use error of not checking the time in the pump.